Manufacturer narrative:
Investigation: two photos were returned from lot. No. 8197899, cat. No. 320562. Visual examination of the returned photos was carried out and a broken cannula was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that 2 pen ndl 32g 4mm hp 100 box fr experienced the cannula breaking off or pulling out during use. The following information was provided by the initial reporter: a 4mm pro needle (batch number: 8197899) which has remained in the skin.

Event description:
It was reported that 2 pen ndl 32g 4mm hp 100 box fr experienced the cannula breaking off or pulling out during use. The following information was provided by the initial reporter: a 4mm pro needle (batch number: 8197899) which has remained in the skin.

Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 pen ndl 32g 4mm hp 100 box fr experienced the cannula breaking off or pulling out during use. The following information was provided by the initial reporter: a 4mm pro needle (batch number: 8197899) which has remained in the skin.